Event description:
Additional information received reported the patient had a (B)(6) infection that she first got when she had a sinus surgery prior to the implantable neurostimulator (ins) implant. The patient got (B)(6) a second time after having three surgeries. It was noted the patient had the surgeries for two ins implants because her spinal column was wider which required to systems and a surgery on her hand to remove a bone. The infection was confirmed and the patient was hospitalized for (B)(6) for 3 weeks. The patient stated no one told her that once you have (B)(6) it stays in the body. At the time, the patient thought she was going to die. It was noted the patient was diagnosed with gastroparesis in (B)(6) 2012, but the healthcare provider confirmed the he did not believe this was related to the ins implants. The patient thought the gastroparesis was because of being on morphine and anesthetic.

Event description:
It was reported the patient had (B)(6) and was exposed to it prior to any implant by the manufacturer. However, it was noted that after the second ins implant and an unrelated wrist surgery, the procedures caused a flare of the (B)(6). Additional information received reported the patient first had (B)(6) after sinus surgery in the 1990¿s. The patient was on IV vancomycin and another oral antibiotic. The patient was treated with IV antibiotics every 4 hours at home. The patient also developed gastroparesis at this time and had to take reglan. The patient stated this was before she had any stimulator implant. The patient reportedly believed she had the second (B)(6) flare because she had her second implant, wrist surgery for carpal tunnel, and was caring for her husband that had (B)(6). The patient reportedly had (B)(6) in her urine and had no open sores or incisions with any infection. The patient was again treated with oral and IV antibiotics for 3 weeks. The patient was reportedly doing well now.

Manufacturer narrative:
Evaluation conclusion codes : no longer apply.

Event description:
Additional information received reported the patient was last seen on (B)(6) 2012 and was doing well. It was noted the health care provider (hcp) had no information covering the event.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).